Event description:
The customer stated there was a pin hole in the glucose strip drum. The unit was hot and the customer was unable to remove the batteries. A request was made for the return of the suspect device. Replacement product was sent.